Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. Customer reported issues with their primary production radsuite causing "do not route" exceptions. All cases investigated by customer routed and then the exceptions popped up afterwards. Also, an icon next to the study will show a red "x" notifying users of an exception. Per the complaint claim, the appearance of those icons confused a radiologist and delayed reading of a stat study by 14 hours on a critical finding. (B)(4).